Event description:
Information was received that a terminal pt diagnosed with end stage copd with poor o2 saturation levels removed their mask while using this pressure support ventilator and reportedly the pt alert did not sound. The pt was receiving some type of (aerosol) treatment via circuitry. The pt circuit included an in-line filter. The pt was found in reportedly poor condition, without their mask on and the unit still functioning. The pt later expired. However the duration between the alleged incident and when the pt expired is unknown. The pt had a dnr/dni (do no resuscitate/do not intubate) on file with the hospital. It is reported that the use of the device was for comfort measures only. The hospital performed testing of this ventilator and found it to be operating to specification. However, when testing was performed with this ventilator and the pt's circuitry including an in-line filter, the unit did not sound the pt alert (alarm) for large mask leak/disconnect. The unit was then tested with an unused new in-line filter, the unit alarmed as specified. It was determined by the hospital that the pt's filter had become saturated causing back pressure in the circuitry which caused the unit not to alarm for large mask leak/disconnect. This pressure support ventilator is not intended for life support.